Event description:
The customer reported that the fluid removal requested was set to 90 cc, but the prisma machine removed 300 cc in one hour. No specific hour was referenced in the report. No indication of replacement or dialysate rates.